Event description:
It was reported that when using the bd pyxis¿ es server, all patient details were not crossing over to server. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, all patient details were not crossing over to server. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that patient details were not crossing to server. A technical support specialist ran site down query and noted interface internet protocol (ip) address. Verified disconnected flag was 0 (normal). Restarted required services and deployed interface services utility via remote smart service (rss) and confirmed status as ¿successfully applied.¿ tss re-ran site down query and disconnected flag remained 0 and issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.